Event description:
It was reported that after this pacemaker system was implanted and the patient returned to the recovery room, their blood pressure was noted to decrease. The physician suspected a cardiac tamponade and the patient was returned to the catheterization laboratory. An echocardiogram was performed and a pericardial effusion was confirmed. High capture thresholds and loss of capture (loc) were also observed. A pericardial drain was performed and a chest x ray confirmed this right atrial (ra) lead was still in its original position from implant, therefore, the physician decided not to reposition it as this could further aggravate the situation. However, the physician did mention that the ra lead microperforated the cardiac tissue. Reprogramming was performed. No additional adverse patient effects were reported. This lead remains in service.